Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode due to noise oversensing. The health care professional (hcp) confirmed the polarity was set to unipolar sensing and the oversensing is related to myopotentials. The device was reprogrammed to bipolar and the physician will continue to monitor the situation. Technical services (ts) reviewed the device data and confirmed there was a false positive vt episode due to oversensing of noise and it was important to determine the cause, for which troubleshooting suggestions were provided. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review performed for the device confirmed that the event of oversensing is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode due to noise oversensing. The health care professional (hcp) confirmed the polarity was set to unipolar sensing and the oversensing is related to myopotentials. The device was reprogrammed to bipolar and the physician will continue to monitor the situation. Technical services (ts) reviewed the device data and confirmed there was a false positive vt episode due to oversensing of noise and it was important to determine the cause, for which troubleshooting suggestions were provided. The device remains in service. No adverse patient effects were reported.